Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed rgar the returned product was damaged. Upon visual inspection it was observed that the shaft was cut all the way down from the procedure with numerous kinks. The shaft was detached from the hub. The separated ends were damaged with braiding exposed, indicating there was trouble cutting the device. Moreover, the most probable cause for this complaint was considered unintended use error caused or contributed to event. The investigation concluded code was utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.